Event description:
Device fractured and one piece (7cm) is still in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #, date product rec'd by mfg., evaluated by manufacturer. Examination of the returned product confirmed the reported event. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation concluded the instrument had a mixed torsion and bending pattern across the section more than 50% of fracture surface. Since the length of the rod was too long to be put in sem chamber for analysis, it was unable to determine whether there was any fatigue developed in this case, which could be the primary cause for the rod fracture. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.